Event description:
Customer's mother reported that customer has been hospitalized three times over the summer for high blood glucose due to bent cannulas. Customer is no longer wearing the insulin pump and has reverted to manual injections. Customer's current blood glucose is 179 mg/dl. Customer was hospitalized for diabetic ketoacidosis on (B)(6) 2014. Her blood glucose was 917 mg/dl when admitted. Her blood glucose was high and it would not come down even though customer was delivering insulin. Customer was treated until everything was back to normal. There is crack on the device below the reservoir. Customer's mother declined further troubleshooting because the device is being replaced. No other details were provided. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)